Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the agent was made aware of removal of the interstim system. Removal date was (B)(6) 2014. The ins was able to be removed but the lead was reported to have broken during removal. No further details as to why the ins and lead were being removed at that time. Per caller, there appeared to be a coiled wire in the location of the lead along with a lumbar fusion. The patient was needing a lumbar spine MRI. The agent reviewed MRI labeling for fragmented leads and reviewed they will need to determine if lead was less than or equal to 6.0cm in order to do MRI.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: va0b2ag); product type: 0200-lead; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.